Event description:
It was reported the physician experienced difficulty implanting the lead/guide wire in the posterior epidural space during the patient's trial procedure. It was reported the physician accessed the epidural space multiple times but was unable to maintain the lead/guide wire in the right position. As a result, the procedure lasted for two hours prior to being abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.